Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported through implant patient registry, a patient implanted with a 27mm aortic valve for 4 years 8 months had an explant procedure due to stenosis, mild central regurgitation, and severe perivalvular regurgitation. The surgeon implanted a 25mm aortic valve as a replacement. Tee was done showing no perivalvular leak. Immediately postoperatively, the patient was stable and sent to ICU. The patient was stable for discharge on pod #5.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through implant patient registry, a patient initially implanted with a 27mm aortic valve for 4 years 8 months had an explant procedure completed for unknown reasons. The surgeon implanted a 25mm aortic valve as a replacement. The current patient disposition is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".